Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, an infold was observed. Two subsequent deployment attempts were made, however the infold would not resolve. The system was ultimately withdrawn from the patient following the third recapture, and a new valve and delivery catheter system (dcs) were loaded. Following loading of the second system, frame node overlap to the fourth node was observed visually, constituting a misload. Subsequently, a new valve and dcs were opened. Per the physician, a 10 minute procedural delay occurred as a result.